Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak and there was bubbles on side of reservoir but neither confirmed if barrel was leaking. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. Customer stated that the insulin was in the reservoir compartment. The device will not be returned for analysis.